Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, a cracked display window and cracked case near display window corners were noted during the visual inspection. Moisture damage was noted on electronic assembly and on motor assembly.

Event description:
It was reported that the customer's insulin pump was submerged in fresh water, after being dropped. The customer stated there was fluid under the lcd display and he was advised to discontinue use of the insulin pump and to revert to a back-up plan. His blood glucose was 225 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.